Event description:
A 6f sts angio-seal vascular closure device was used to seal the arteriotomy site post cardiac catheterization. Hemostasis was achieved. Three days later the patient returned with symptoms of vascular insufficiency. An angiogram revealed a filing defect in the right common femoral artery. Two stents were deployed, which reportedly reestablished blood flow to the right leg.